Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the "average" tortuous and calcified common iliac artery. The wanda 8.0 x 40mm balloon ruptured on the first inflation at 10atms. The procedure as completed with another of the same device. There were no patient complications and the patient's status was good. This product is only ous approved but it is similar to an approved us device.

Event description:
It was further reported that the balloon was being used for post dilatation of a previously placed stent. The balloon was inflated several times with an encore 26 inflation device. The balloon was removed intact.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not returned for evaluation, therefore a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).